Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: tyvek or thermoform sticking: observed difficult to open on the videos attached. No additional observations are performed.

Event description:
Sales representative on behalf of healthcare professional reported "the packaging on these implants was very difficult to open. The account tried the shake method and to squeeze the outer packaging of the plastic to get it out." Record is for left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "the packaging on these implants was very difficult to open. The account tried the shake method and to squeeze the outer packaging of the plastic to get it out¿.

Event description:
Healthcare professional reported "the packaging on these implants was very difficult to open. The account tried the shake method and to squeeze the outer packaging of the plastic to get it out." Record is for left side. Device remains implanted.